Event description:
It was reported that the patient presented to an outside hospital on (B)(6) 2022 with right-sided naris bleeding. Laboratory studies showed an elevated international normalized ratio (inr). The patient was treated with phenylephrine drops , topical thromboxane, and nasal packing but bleeding persisted. The patient was then transferred to henry ford emergency room where additional nasal packing was performed and afrin drops were applied. Epistaxis was partially controlled with a rhino rocket. The rhino rocket was exchanged for a 10cm merocel and no active bleeding was noted overnight. Bleeding resolved without sequalae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further related events have been reported at this time. The hm3 lvas instructions for use (IFU) lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.